Event description:
It was reported that the non-boston scientific right ventricular (rv) lead exhibited high, out-of-range shock impedance values of greater than 200 ohms. Technical services (ts) was contacted, and ts noted variable impedances with the impedances spiking to values as high as 200 ohms. Ts recommended lead evaluation. The device and non-boston scientific leads remain in service. No adverse patient effects were reported.